Event description:
Hip implant had been cemented in within approximately five (5) minutes as surgeon waited for cement to harden, anesthesia noted patient suddenly became hypotensive and developed potentially lethal cardiac rhythm. Advanced cardiac life support measures instituted however patient expired.